Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0886u, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient's therapy was working great for the couple months at the beginning and was wonderful. About at least 3 months ago symptoms started to return and they increased stim from 1 to 3.8v. The patient was not feeling stimulation or the pulsing like she use to feel. No stimulation sensation was noted. The patient had to wear diaper again and having bowel movement in the diaper. When they first increase stimulation she felt a slight shock for a minute which does not happen now. The patient had slight fall / trip over herself all the time. The patient had not spoken with hcp (healthcare provider) regarding therapy. There was no follow up and therapy was working. Current setting was program 1 at 3.8v and they changed to program 2 at 2.4v and the patient was feeling stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.